Manufacturer narrative:
A review of service records indicates the user facility has one reliance synergy washer; the last service activity was performed by steris in 2010. The steris account manager contacted the user facility on multiple occasions to discuss the reported event however, the user facility will not respond. The operator manual states (pp.1-1), "repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Repairs and adjustments performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, void the warranty or result in costly damage. Contact steris regarding service options." A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported via medwatch (B)(4) that an employee left the room of where the reliance synergy washer is located and upon her return the washer was not running and the screen was blank. The instruments were locked inside the washer.